Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer indicated that no backup insulin therapy method was available. Customer's blood glucose (bg) was over 600 mg/dl. A manual insulin injection was used to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.